Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself off during the morning user-test, when attempting to print the user-test. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates:device identifier (di) number ¿ blanksection d4 of the initial medwatch report should indicate:device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered itself off during the morning user-test, when attempting to print the user-test. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device powered itself off during the morning user-test, when attempting to print the user-test. There was no patient use associated with the reported issue.

Manufacturer narrative:
Results code, of supplemental medwatch report 001 indicated: blank results code, of supplemental medwatch report 001 should have indicated: interoperability problem identified (3213) conclusion code, of supplemental medwatch report 001 indicated: blank conclusion code, of supplemental medwatch report 001 should have indicated: cause traced to component failure (4307) section h10/h11, additional mfg narrative, of supplemental medwatch report 001 indicated: h6: physio-control performed an additional evaluation of the customer's device and was still unable to duplicate the reported issue. Physio replaced the device's battery pins, power pcb assembly, and battery power cable assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Additional mfg narrative, of supplemental medwatch report 001, should have indicated: h6: physio-control performed an additional testing of the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was loose battery pins. The device's battery pins were replaced and proper operation was observed. As a precaution, physio-control also replaced the power pcb assembly and battery wire harness assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off during the morning user-test, when attempting to print the user-test. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control performed an additional evaluation of the customer's device and was still unable to duplicate the reported issue. Physio replaced the device's battery pins, power pcb assembly, and battery power cable assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.